Manufacturer narrative:
(B) (4).

Event description:
Procedure: bowel resection. According to the reporter: when the device was fired no staples would dispense. The surgeon noticed a bowel leak. The area was repaired with silk ties.